Event description:
The patient has a total ankle replacement. The tibial component appears to be loose in current x-rays and the patient is experiencing pain due to this loosening. The doctor is planning to revise the tibial component in january and perform a revision total ankle.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. The current package insert provided with these devices states, "dislocation and subluxation of prosthetic components can result from improper positioning and/ or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions" and "prosthetic components can loosen or migrate due to trauma or loss of fixation." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The patient has a total ankle replacement. The tibial component appears to be loose in current x-rays and the patient is experiencing pain due to this loosening. The doctor is planning to revise the tibial component in january and perform a revision total ankle.